Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100560593. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100721525. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. A routine arthroscopy was performed and erosion was observed. The aus was explanted and the physician stated they will wait for the patient to heal and bring him back within twelve weeks to perform the full replacement. There were no additional patient complications reported.